Event description:
It was reported that the pt's stimulation was turned of, but she did not turn it off herself. The stimulation was working fine for now. The pt was at home. Further info is being requested from the hcp.